Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient may have received inappropriate therapy for atrial fibrillation (af) with rapid ventricular response for what the implantable cardioverter defibrillator (ICD) detected as ventricular fibrillation (vf). The ICD remains in use. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was further reported that the patient reported that their ICD got ¿really hot¿ two days before receiving the shock.